Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm could not be confirmed through this evaluation. Event details indicated the system controller was alarming backup battery fault. The backup battery was replaced/reseated twice, and the alarm issue remained. This resulted in the system controller to be exchanged. Additional information communicated that system controller (serial # (B)(6)) was associated with the backup battery fault alarm issue. The device will not be returning for an evaluation. No additional information will be provided. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery faults despite reseating with two new backup batteries. The site was instructed to exchange the controller if appropriate for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.